Event description:
Boston scientific crm received and reported the following info: "epicardial lead was abandoned surgically due to the placement of the lead as the pt was not feeling well."

Manufacturer narrative:
Review and confirmation of mfg records was performed. No anomalies were found. Conclusion: unable to obtain info to confirm if lead contributed to pt complaint. No allegation of device malfunction.